Event description:
The surgeon attempted to implant a plate collamer lens model cc4204bf and the lens did not advance properly. The cause of the lens problem was unknown. The lens was not implanted and there was no patient contact or injury.